Manufacturer narrative:
E1 title: clinical specialist, sales. H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lower extremity angiogram, the tip of an approach hydro st microwire wire guide separated. The wire was not altered from its original condition prior to use. Resistance was not encountered during insertion of the wire; however, the anatomy was reportedly calcified. The wire was not pulled or manipulated backwards through a needle or other metal instrument any time during the procedure. Reportedly, the wire prolapsed within the peroneal vessel and the tip separated in the patient; however, the separated wire tip was removed from the patient upon removal of a cook cxi catheter. The procedure was continued without further incident, and the patient was not injured. The patient did not require any additional procedures or experience any adverse effects due to this event.